Manufacturer narrative:
(B)(4). Device similar to device under 510(k) p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: the patient was a (B)(6) boy and he was implanted with an alpha 20mm x 105mm. Graft thrombosed after a successful surgery and had it for 7 months. Patient outcome: the graft thrombosed causing him to die after a successful surgery and a 7 month-period of good quality of life.

Manufacturer narrative:
(B)(4). Device similar to device under 510(k) p140016. (B)(4). Summary of investigational findings: based on the provided information, it was possible to confirm the reported event. The thrombus developed in two locations. The more proximal location was related to a step off in stent diameter at the tear site and the second related to the distal graft. This appearance is similar to other cases of intra-graft thrombus. In these cases the two sites are usually not connected. The graft was not matched to the lumen diameter but oversized proximally 15% and distally 25%. No evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the patient was a (B)(6) boy and he was implanted with an alpha 20 mm x 105 mm. Graft thrombosed after a successful surgery and had it for 7 months. Patient outcome: the graft thrombosed causing him to die after a successful surgery and a 7 month-period of good quality of life.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: based on the provided information, it was possible to confirm the reported event. The thrombus developed in two locations. The more proximal location was related to a step off in stent diameter at the tear site and the second related to the distal graft. The graft was not matched to the lumen diameter but oversized proximally 15% and distally 25%. Recall was initiated as indication for use for btai has been removed from the product labeling. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.